Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. In addition to infection, it is now alleged that the patient suffers from severe pain, discomfort, burning/itching sensations, a popping sensation, and large amounts of toxic cobalt chromium metal debris. The MDR decision has been reversed for the metal liner and femoral head and have been reported. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised due to infection. Update 12/5/2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from severe pain, discomfort, burning/itching sensations, a popping sensation, and large amounts of toxic cobalt chromium metal debris. The MDR decision has been reversed for the metal liner and femoral head and have been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device evaluated by MFR: not returned.

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.